Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified tibial artery. A 2.5mm x 220mm x 150cm coyote balloon was advanced for dilation. However, during the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was removed successfully from the patient, and the procedure was completed with a new balloon catheter. There were no patient complications as a result of this event.